Manufacturer narrative:
Concomitant medical products: product ID 3708140, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2016, product type: extension. Product ID 3708140, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2016, product type: extension. (B)(4).

Event description:
The consumer via the manufacturer's representative (rep) reported a lead revision where there was a partial explant. 4 contacts of the lead remained in the patient. The lead was broken at this location and the healthcare provider (hcp) felt risk of trying to dissect it out was not appropriate. There was high impedance and the lead was replaced. The patient reported he was unable to feel stimulation on the right side of the occipital system at the visit on (B)(6) 2016 with the hcp. An impedance check was done on that day and it showed impedances were >10000 ohms on all contacts on the 8-15 right occipital lead. X-rays showed the lead had moved back from its original location. The lead was removed and replaced. The lead was found to be broken upon surgical dissection on (B)(6) 2016. For the extension, high impedance was noted along with the inability to feel stimulation as well. Dissection of the battery site showed the extension connection into the battery looked worn and abraded. The extension was replaced and the lead impedance issue on the 8-15 contact resolved. The hcp elected to perform a prophylactic replacement on the extension in the 0-7 site as well as it appeared to be worn and abraded too. It was noted the lead serial number was not known, but the model was. At the time of the report, the issue was resolved. Surgical intervention occurred.